Event description:
It was reported that patient experienced inadequate stimulation due to multiple high impedances on the lead. The patient underwent a revision procedure to replace the lead. The patient has fully recovered.